Event description:
Add'l info rec'd from rptr (B)(6) 2012: addendum to original report placed (B)(4) 2012. Two pt's with the grantadler vascular access systems, rhapsody CT power port, were brought in for removal/replacement based on history of other pt's having broken catheters. These two pt's were having no difficulty with their ports. Our surgeon reports that the first port broke spontaneously upon removal and the second had exposed metal at the left clavicle site. We have saved the ports for inspection if needed.

Event description:
Both pts had grantadler port a caths lot # nf1000411. Both pts had breaks in their catheters resulting in interventional radiology out of our area. Dates of use: (B)(6) 2011 - (B)(6) 2012. Reason for use: catheters broke.